Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an implant procedure, it was reported that the helix of the right ventricular (rv) lead would not re-deploy during routine lead repositioning. It was suspected that there was tissue lodged in the distal body tip. The rv lead was not used and a different rv lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The distal low voltage electrode of the lead was covered in blood. The analyst noted that the helix could not be extended due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.